Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended. Additionally, air bubbles were found in the patient line. Customer primed air from patient line successfully. Customer's blood glucose was 391 mg/dl.